Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stressing with known good test circuit and bench testing without duplicating the report. The flow screens were replaced as aprecaution. The device was recertified and returned to inventory. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device stopped ventilating. Complainant did not indicate that there was any patient involvement in the reported malfunction.